Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a post-op follow-up, a loss of capture and sensing was observed on the right ventricular lead. The patient was experiencing fatigue. A chest x-ray was performed with normal results. Lead repositioning was attempted on (B)(6) 2015 but unsuccessful due to tissue stuck within the lead's tip which prevented the helix from extending. The lead was explanted and replaced at that time without complications.